Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. The battery compartment was allegedly cracked. Reportedly, there was no damage battery cap. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/01/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a review of the black box data showed no power issues. A visual inspection of the pump showed that the battery compartment was cracked. During testing, the pump powered on normally and was exercised for 24 hours with no power loss. The pump cover was opened and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.